Event description:
Upon investigation, it was confirmed that there was a minor alarm that appeared for a pump problem. During the final acceptance test it had failed due to a "tubing set not recognized" alarm. The fva pins and lip seals were cleaned during investigation. No problems were identified during an internal investigation of the device. The set ID will be replaced during repair.

Event description:
The following has been reported: "reported to julie from surgical unit pump has service needed alarm. Waiting for biomed to power on pump to get logs." Preliminary evaluation shows that the outlet flag unexpectedly closed; this issue stopped an active infusion. Reporting due to the referenced issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.